Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated that a release button should be released to complete boot up. Analysis of the log file confirmed that the enable movement signal was active. During troubleshooting, the tso (table site operation) ttl (table tilt button) button got stuck during boot up. The fse activated tso. The local engineer repaired tso. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not fully boot up with an error message "release button to complete boot up". The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.